Manufacturer narrative:
H6: a follow up report will be filed once the quality investigation is complete.

Event description:
It was reported that during a procedure the tip of the drill bit broke. It was also reported that the broken piece remained in the patient. It was further reported, that there was no medical intervention and no delays as a result of this event, and that the procedure was completed successfully.

Event description:
No new information.

Manufacturer narrative:
H6: the quality investigation is complete.